Event description:
Provider states that the joystick cable is worn out therefore you can see the insulation through the cable. Provider states no live wires showing. No additional information provided